Event description:
Reportedly, on 20 june 2017, during a pacemaker check, the atrial output of the pacemaker was adjusted because the atrial threshold was measured high. The following time to rrt values were displayed on the programmer screen depending on the output settings: - when the atrial output was 5.0 v/0.35 ms, time to rrt was displayed as 1 year 7 months (min: 13 months). - when the atrial output was 3.0 v/0.75 ms, time to rrt was displayed as 17 months (min: 12 months). Since the reporter expected a longer time to rrt when the atrial output was set to 3.0 v/0.75 ms because of the lower pulse amplitude (even though the pulse width was longer), an analysis about displayed time to rrt was requested.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2017, during a pacemaker check, the atrial output of the pacemaker was adjusted because the atrial threshold was measured high. The following time to rrt values were displayed on the programmer screen depending on the output settings: when the atrial output was 5.0 v/0.35 ms, time to rrt was displayed as 1 year 7 months (min: 13 months). When the atrial output was 3.0 v/0.75 ms, time to rrt was displayed as 17 months (min: 12 months). Since the reporter expected a longer time to rrt when the atrial output was set to 3.0 v/0.75 ms because of the lower pulse amplitude (even though the pulse width was longer), an analysis about displayed time to rrt was requested.

Event description:
Reportedly, on (B)(6) 2017, during a pacemaker check, the atrial output of the pacemaker was adjusted because the atrial threshold was measured high. The following time to rrt values were displayed on the programmer screen depending on the output settings: - when the atrial output was 5.0 v/0.35 ms, time to rrt was displayed as 1 year 7 months (min: 13 months). - when the atrial output was 3.0 v/0.75 ms, time to rrt was displayed as 17 months (min: 12 months). Since the reporter expected a longer time to rrt when the atrial output was set to 3.0 v/0.75 ms because of the lower pulse amplitude (even though the pulse width was longer), an analysis about displayed time to rrt was requested.